Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist instructed the customer to replace and align the sample probe. The customer performed a precision run after troubleshooting, and results were within range. The cause of the discordant, falsely low mg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on a dimension xpand plus without hm instrument on four patient samples. The discordant results were not released to the physician(s). The samples were repeated twice on the same instrument, resulting as expected. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.